Event description:
A customer reported that their pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the pump turned on and the customer continued to use the pump for insulin therapy.